Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194 h3: a medtronic representative went to the site to test the equipment. The motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that while in surgery, the site was receiving an "error initializing detector" upon bootup, and they were unable to take scans. The site tried restarting the system several times with no resolve. When they were able to proceed beyond, the screen said preparing for 3d acquisition, but never fully loaded or took the scan. The system moved to 2d model and was making clicking sounds. The site was eventually successful in taking a navigated spin: after one reboot, unplugging and waiting for everything to initialize, they attempted another spin. Same results as before, it would not initialize the actually spin/took shots. There was a green light on the mobile view station (mvs), but no action or beeping. They instead switched to the foot pedal, and this worked immediately and was successful. There was less than an hour delay in surgery. There was no impact on patient outcome.